Manufacturer narrative:
The field service engineer performed maintenance on the analyzer. The sample probe was found to be bent. The probe was corrected and aligned the sample mechanism base for better alignment of samples. Performance testing was run. The static brush was not aligned well with the rack/sample containers and this was corrected. Operational and mechanical checks passed. Controls are acceptable to the customer.

Event description:
The initial reporter stated they have been having ongoing issues with quality control recovery for the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer between (B)(6)2022 to(B)(6)2022. Controls will sometimes be out of range high or out of range low and they will have to calibrate frequently in order for controls to recover within range. The reporter stated they also received discrepant troponin t results for four patient samples. The initial sample values were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The customer stated that corrected reports were issues for 3 of the patient samples, but did not provide information on which three patient samples had corrected reports. The first patient sample initially resulted in a troponin t value of 6 ng/l and repeated as 11 ng/l. The second patient sample initially resulted in a troponin t value of 6 ng/l and repeated as 10 ng/l. The third patient sample initially resulted in a troponin t value of 6 ng/l and repeated as 9 ng/l. The fourth patient sample initially resulted in a troponin t value of 6 ng/l and repeated as 11 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer has confirmed that the reagent used was the elecsys troponin t gen. 5 stat assay.

Manufacturer narrative:
The customer stated that quality controls were acceptable at the time of the event. The investigation determined the service actions resolved the issue.